Manufacturer narrative:
The hole/tear occurred at the base of the stem which is an area where stress can be concentrated under certain circumstances, the failure could be the result of rough handling in production or in the field. The hole could be the result of the material being pinched at the base of the stem and over stressing the plastic or it could be the result of it being stretched to failure by pulling on the stem.

Event description:
Hole in stem of mask, mask would not hold air.